Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue test strip. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptom. No medical intervention was required.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of "hi". The customer's expected fasting blood glucose test result range is 80 to 150mg/dl. The customer did report symptom of dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). The customer has originally called due to receiving the e-5 error messages multiple times when trying to perform a blood test. While assisting the customer with troubleshooting the meter, the customer obtained a blood test result of hi. The customer stated that she is experiencing symptoms of high blood sugar such as dry mouth. I advised the customer to contact her doctor. The customer stated that she does normally suffers from extremely high blood sugar and is on a sliding scale. The customer testing three times a day (fasting) and taking medication to control her diabetes (insulin). The customer has not made any recent changes in her diet, exercise regimen and/or medication. The customer is storing the meter and test strips in the dining room. The customer did not want to perform a back to back blood tests.